Manufacturer narrative:
(B)(4).

Event description:
It was reported that "hypo symptoms" preceded by a fall alert not functioning was reported. The sensor was inserted into the arm on (B)(6) 2022. Data was provided for investigation. That the patient¿s fall alert was disabled and egvs did not breach the low threshold during the approximate time of the incident (8:00 am - 5:00 pm, normal school hours). The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.